Manufacturer narrative:
Additional information: section b5 - describe event or problem: through follow-up we learned that the lot number was up31669. No further details were provided. Section d4 - catalog number: 10260010 section d4 - lot number: up31669 section d4 - expiration date: 30-sep-2027 section d4 - unique identifier (UDI) number: (B)(4). Section h4 - device manufacture date: 08-oct-2024 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: december 18, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the complaint sample consisted of a syringe with plunger rod attached. No expellable healon solution remained in the syringe. As the material find was not recovered and returned for the investigation, the customer's observation cannot be confirmed. As the material find was not recovered and returned for investigation, the customer's observation cannot be confirmed. Visual inspection of the complaint sample provided by the customer showed the product was completely used. Therefore, no product defect, malfunction, or non-conformity can be established. The root cause of the reported incident could not be determined. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d4 - lot #: unknown/ not provided section d4 - expiration date: unknown, as product lot number was not provided. Section d4 - UDI #: unknown as product serial number was not provided. Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device; therefore, not explanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for analysis. The lot number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown as product serial number was not provided. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a fiber came out of the healon syringe and was removed from the patient's eye using irrigation and aspiration (ia). The procedure was completed successfully with a replacement device. No patient injury was reported. No other medical intervention was required. No further information was provided.